Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set leakage event. Leakage occurred at tubing. No further information available.